Event description:
The event involved a spinning spiros¿ where it was reported the spinning spiros is coming off the chemo pumps resulting to chemo spillages. There was a medication involved and an unprotected chemo exposure. It did come in contact with the patient or healthcare provider. No medical intervention provided, and the chemo spill cleaned up per facility protocol and a spill kit was used. The patient was provided with home spill kits which have been returned to the unit for disposal. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been returned.

Manufacturer narrative:
One used spinning spiros was returned for evaluation. Upon visual evaluation, the spin collar was noted to be activated and disconnected from its mating device. The sample was tested and met product specifications. The reported complaint of a disconnection could be confirmed. The probable cause of the disconnection is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 11/11/2025. Corrected information in d2a, d2b, and g4.